Manufacturer narrative:
A1 patient indentifier corrected from (B)(6).

Event description:
Reprise IV. It was reported that acute aortic insufficiency, ventricular fibrillation and cardiac arrest occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on any regimen of aspirin or other antiplatelet medication at the time of index procedure. The patient received loading doses 81 mg of aspirin prior to the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty(bav) . The maximum balloon diameter was 23mm. New left bundle branch block was noted post bav. A 27mm lotus edge valve was inserted. While trying to position the 27mm lotus edge valve, the patient developed acute central aortic insufficiency, mitral valve regurgitation and ventricular fibrillation which led to cardiac arrest. CPR and epinephrine boluses were performed for the event. The 27mm lotus edge valve size was determined to be too large for the patient anatomy. The 27mm lotus edge valve was exchanged with a 25mm lotus edge valve which was deployed successfully. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. The events were considered resolved and the patient was discharged on aspirin and other anticoagulant.

Event description:
Reprise IV. It was reported that acute aortic insufficiency, ventricular fibrillation and cardiac arrest occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on any regimen of aspirin or other antiplatelet medication at the time of index procedure. The patient received loading doses 81 mg of aspirin prior to the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty(bav) . The maximum balloon diameter was 23mm. New left bundle branch block was noted post bav. A 27mm lotus edge valve was inserted. While trying to position the 27mm lotus edge valve, the patient developed acute central aortic insufficiency, mitral valve regurgitation and ventricular fibrillation which led to cardiac arrest. CPR and epinephrine boluses were performed for the event. The 27mm lotus edge valve size was determined to be too large for the patient anatomy. The 27mm lotus edge valve was exchanged with a 25mm lotus edge valve which was deployed successfully. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. The events were considered resolved and the patient was discharged on aspirin and other anticoagulant. It was further reported that transesophageal echocardiography (tee) and aortography revealed no aortic insufficiency following the procedure.

Event description:
(B)(6). It was reported that acute aortic insufficiency, ventricular fibrillation and cardiac arrest occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on any regimen of aspirin or other antiplatelet medication at the time of index procedure. The patient received loading doses 81 mg of aspirin prior to the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty(bav). The maximum balloon diameter was 23 mm. New left bundle branch block was noted post bav. A 27 mm lotus edge valve was inserted. While trying to position the 27 mm lotus edge valve, the patient developed acute central aortic insufficiency, mitral valve regurgitation and ventricular fibrillation which led to cardiac arrest. CPR and epinephrine boluses were performed for the event. The 27 mm lotus edge valve size was determined to be too large for the patient anatomy. The 27 mm lotus edge valve was exchanged with a 25 mm lotus edge valve which was deployed successfully. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. The events were considered resolved and the patient was discharged on aspirin and other anticoagulant.